Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up when attempted by medical surveillance (ms). The patient reported that one week prior to contacting lfs he obtained results of 182, 204 and 365mg/dl on the subject meter. The tests were reportedly performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses and detailed that he exercised daily in response to the alleged issue. The patient denied developing any symptoms but claimed that on (B)(6) 2015, he was treated by home health/nurse with insulin. During troubleshooting the cca noted that the meter was set to the correct unit of measure and that an approved sample site had been used. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received treatment for a blood glucose excursion after the alleged issue had occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (03/04/2015). The patient¿s test strips #3717567 and #3710734 have been returned on 2/23/2015 and 2/26/2015, respectively, and evaluated by lifescan product analysis on 2/23/2015 and 3/3/2015, respectively, with the following findings:the test strips #3717567 passed all testing with no faults found. The reported issue could not be confirmed. The test strips #3710734 were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s meter has been returned on 2/11/2015 and evaluated by lifescan product analysis on 4/9/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter¿s lcd was found to be defective. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.